Event description:
Covidien ligasure blunt tip laparoscopic sealer/divider handpiece was plugged into ligasure generator and was recognized by the unit, but upon attempting activation by the surgeon, the handpiece would not work. The instrument was unplugged and plugged back in, but this did not work. I retrieved another ligasure generator and plugged the handpiece into that machine, but again the handpiece would not work. I opened a third ligasure hand piece, which then worked.